Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 350 mg/dl. The day of the event, the customer reported that her blood glucose levels were running high. Her insulin pump was dead and it did not turn back on after a battery change. The customer corrected her high blood glucose level with a manual injection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.